Event description:
Over a year ago (2024?) My left eye became irritated and I took off my contact lens to see if something was on it. I noticed a small disc-shaped chip in the rim. I threw out the lens thinking it was a one-off. Over the next few months this problem repeated several times. I call bausch + lomb to report the problem. They said no one else had reported a similar problem and sent me replacement lenses. In the last few months (2025) I have had irritated eyes and found a similar defect in 5 lenses, all but one were the left lens. See photo attached of one of the lenses. I kept some of the lenses and have additional, better photos. These are b&l ultra contact lenses. The most recent lot was r42202113 with exp 2029-07-24. Pt code: 4803. Device code: 1135. Ref reports: mw5182020, mw5182137, mw5182138, mw5182140.